Event description:
Rptr had breast implants implanted 3/85. She had a massive rupture on the right side, and partial rupture on the left side 1992. Now she has fibromyalgia, chronic fatigue, cognitive dysfunction, gout, abnormal serology (blood workup), numbness in head, ear drum ruptures, carpal tunnel syndrome, possible polyneuropathy, photosensitivity, sicca symptoms, balance disturbances, steep disturbances, disfigurement, memory problems, atypical connective tissue disease, blurred vision, neuro-induced tremors, nausea, sweating.